Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cassette was leaking and it being unknown, the infusion chamber on the cassette was later found cracked during calibration step of the cataract/vitrectomy combination procedure. The product was replaced and the procedure was completed. No patient harm was reported.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Based on current tracking, there are no adverse trends for this reported complaint. One used procedure pak was returned and visually inspected. It was observed, that the infusion chamber on the pinch plate was cracked. The infusion chamber was broken off from the pinch plate to further inspect for any welding anomalies along the welding profile of the infusion chamber. And insufficient welding was confirmed. The root cause of the customer's complaint is, due to an inadequate weld between the infusion chamber and pinch plate. Which caused, the priming failure on the cassette. The source of this defect is related to an error in the welding process, during manufacturing. This complaint has been reviewed. And it is determined, that no further actions will be pursued at this time. After investigation of this complaint and analysis of complaints of this nature confirm, no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly, basis by the product team. The manufacturer internal reference number is: 1644019-2022-00356-1